Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. Evaluation also found the following: due to clogging of nozzle the water removal ability did not meet the standard value, due to deformation of up/down and right /left knob the water tightness was lost, due to wear of angle wire bending angle in up direction did not meet the standard value, due to the suction cylinder was shaved suction volume did not meet the standard value, protector on the control section side of universal cord was shaved., connecting tube had a dent, switch two had a cut, due to wear of angle wire the play of up/down knob was out of the standard value, light guide cover glass had a dent, plastic distal end cover had a dent, adhesive on bending section rubber was detached, image guide protector had a cut, universal cord had a dent, switch one was sticky, ceiling plate was deformed, broken causing less angulation in left direction, the objective lens scratch had caused a dark area in the image, and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the angulation wire of the gastrointestinal videoscope got free. The issue occurred during a diagnostic upper gastrointestinal endoscopy procedure. There was no report of patient harm, injury, or procedural delay and the procedure was completed with another device. During evaluation at olympus, it was found there was foreign material on the bending section and distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing caused by fluid ingress of the angulation control knob. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.